Manufacturer narrative:
One device was returned for evaluation. The returned unit was visually inspected. The proximal one-third of the stent was returned in pieces while the distal two-thirds of the stent was structurally acceptable. The complaint is confirmed. The root cause was unable to be determined. A review of the complaint database and device history record could not be performed as the lot number was not reported.

Event description:
The customer reported that after pulling on the proximal suture of the stent it fragmented into several pieces. The doctor used a us endoscopy overtube to remove the remaining small fragments. Another stent was placed to seal the patient's existing esophageal leak.